Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received a picture showing a part of two box labels, where it is the batch number, expiry date and datamatrix, that cannot be seen correctly due to the printing is worn. This defect was caused in the warehouse when preparing the shipment to the customer. Probably, at the time of printing these labels, the printer ribbon was doubled, which caused that these labels were not printed correctly. Furthermore, the personnel involved in the packaging step did not notice it and the box was shipped to the customer. Final conclusion: taking into account that the picture received shows two product boxes that do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture packaging. The client reported a labelling error: the batch number and expiry date cannot be read in label of two product boxes. Patient was not affected. Error detected before use.